Event description:
It was reported the endoscopic image was not displayed on the video system center (cv-290) when connected to the bronchovideoscope. There were no problems with video system center (cv-1500). The issue occurred during preparation for use of an unspecified diagnostic procedure that was completed using same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d8, d9, h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: -electric connection failure occurred, causing the internal electric circuit board including electric parts mounted in the scope connector to fail since: the electric load was accumulated due to energization on the internal electric circuit board including electric parts mounted in the scope connector, the static electricity was accidentally applied, overcurrent due to insertion / withdrawal occurred while the system is on. Additionally, overcurrent was produced due to insertion / withdrawal while the system is on, or overcurrent from other devices or electric wiring, or dust or moisture on the electric contact of the system and video connector. The event can be detected and prevented by following the instructions for use: -the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.